Event description:
It was reported that 10 syringe 20ml ll tip conv pak experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305617 batch no: 9234797 we found syringes contaminated with a substance at least suspect and of unknown origin (black and filamentous). For safety reasons, we had to throw away a lot of 24 syringes. The syringe in question comes from a tray of 10 syringes that we must consider contaminated. Having seen the problem after the batch of 24 syringes was manufactured, we made the decision to discard the batch of 24 syringes of tazocin 3.375g in full.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 syringe 20ml ll tip conv pak experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 305617 batch no: 9234797. We found syringes contaminated with a substance at least suspect and of unknown origin (black and filamentous). For safety reasons, we had to throw away a lot of 24 syringes. The syringe in question comes from a tray of 10 syringes that we must consider contaminated. Having seen the problem after the batch of 24 syringes was manufactured, we made the decision to discard the batch of 24 syringes of tazocin 3.375g in full.